Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in mobile, alabama. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a electrical venous occluder (evo) gave an error code associated to light barrier and position not plausible. In addition it was reported that the clamp could not calibrate. The issue occurred during setup and there was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: complaints database analysis revealed that no further similar issue has been submitted for this unit since its installation in 2013. No service activity has been performed yet on the claimed device and the unit has been shipped back to the manufacturer site for repair. However, based on investigation for previous similar cases the reported error code can be due to: motor blocked by the wiper ring; wiper ring not lubricated. The most likely root cause of the reported issue is a blocked evo motor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: following repair of the unit at manufacturer site connection component, magnet holder and mechanical motor were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: based on the technical service activity, it cannot be ruled out that the most likely root cause of the reported issue can be traced back to faulty components (linear actuator, magnet, and tolerance slave) likely due to the wearing of the parts. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Event description:
See initial report.